Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a surgical foam pad. The customer stated that the beach chair kit's velcro arm strap is sewn incorrectly on all 9 items. One end was sewn with the appropriate velcro piece, the looped sticky piece. The other end of the strap had a velcro piece that would not attach back on the waist strap, making it useless. The waist strap could not be secured to the bed. A substitute product was used and none of the items were used on patients.